Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia as well as needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced a significant spike in blood glucose (bg) levels, reaching 38.9 mmol/l (700.2 mg/dl), prompting an emergency visit to sana hanse-klinikum wismar. The pod had been worn on the abdomen for 5 to 24 hours, having been changed around midday before attending a birthday party. That evening, bg levels rose despite multiple correction boluses via the pod and insulin pens. The patient was unsure about the pink slide status, describing it faintly pink; this indicates a needle mechanism failure. Due to persistent hyperglycemia and symptoms including extreme thirst, fatigue, nausea, and refusal to drink water, the patient received intravenous drips of fluid and insulin. Discharge occurred after 4 hours with a diagnosis of high bg.